Event description:
The customer complained about false positive test results of solidscreen ii anti-d blend with rh(d) negative samples on tango. The customer had neither returned the supposedly defective product nor the samples that had cause false positive test results. Therefore our quality control laboratory tested the retained sample of solidscreen ii anti-d blend with eight different rh(d) negative samples and a weak d positive red cell as a positive control. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer found on the tango a defective flush pump responsible for cleaning the probe. This takes an effect of false positive results. The field service engineer replaced the defective flush pump. Controls (customer qc) run after this repair yielded only correct results. After this repair, the customer has had no more questionable results.

Manufacturer narrative:
This is our combined initial and final report on this incident.